Event description:
The physician was attempting to inject a pt with collagen into the fine lines of the periobital area. After inserting the needle in the papillary dermis, the physician was unable to push hard enough to extrude any of the contents of the syringe. The needle did not disengage and there was no splattering of the product. No injury to pt or staff. Physician felt that if thumb had slipped off plunger, injury could occur because of pressure applied.